Event description:
It was reported that during a lobectomy procedure, the echelon stapler was used with vascular recharges. In the third shot, a recharge was mounted and when shooting, the device locked and staples were not formed. A delay was generated in cx of 18 additional minutes, at the time of unlocking the device, bleeding was generated in the artery. At the end the procedure was completed correctly and without consequences for the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/11/25. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 214d17; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a sheet with product information. The second photo shows a reload from top view, the sled can be seen partially advanced. The third photo shows a tyvek from top view, code vasecr35 lot: 214d17. (Exp. Date: 2027-07- 31). Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 214d17, and no non-conformances were identified. Additional information was requested, and the following was obtained: did you cut the device? If I cut. If yes, was the cut-off line complete? It wasn't complete. If yes, was there a problem with the cut line? A reload was needed to generate seal and transection of the structure correctly and completely. Were there any other problems with the staple line other than bleeding (malformed staples, missing staples, etc.)? The staples did not come out therefore no staple was evidenced, as evidenced in the photo the pushers never came out. How was bleeding controlled? With a new reload generating the cut and stapling correctly and immediately. How much blood was lost (ml)? It was not calculated at the time since the solution was immediate. Did the patient require a transfusion? Patient did not require any other type of intervention, nor transfusion. Were there any consequences or changes in the patient's postoperative care as a result of the event? No. Did you cut the device? About 2 millimeters because it was blocked. If yes, was the cut-off line complete? No. If yes, was there a problem with the cut line? The device was locked and the blade was reversed as indicated by the representative; a recharge was required which worked correctly. Were there any other problems with the staple line other than bleeding (malformed staples, missing staples, etc.)? No staple came out. How was bleeding controlled? With an additional recharge. How much blood was lost (ml)? Very little. Did the patient require a transfusion? No. Were there any consequences or changes in the patient's postoperative care as a result of the event? None, only a delay of 5 minutes while the reload was requested and the shot was fired.